Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2014-15439, 1627487-2014-15440, 1627487-2014-15441. The patient has 4 model 3146 leads (2 from the same lot and 2 from different lots) implanted as part of her scs systems. It was reported the patient experiences pain at the ipg site regardless of stimulation being on or off. The patient also experiences ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2014. The ipg was explanted and replaced and an additional lead was implanted. The patient reported effective stimulation coverage postoperative and the pain at the ipg site is resolved.